Manufacturer narrative:
The product was not returned. A photo was provided of a computer monitor displaying a lens in the eye. There is a red circle drawn around a gray spot near the center of the optic. Due to the quality and lighting of the photo, the origin of the spot cannot be determined at any magnification. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use. Based on our observation of the attached photo, there may a spot/mark on the lens. It is difficult to make a final determination without evaluation of the physical sample. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that following implantation of an intraocular lens (iol), a small divet was noted on posterior surface of the iol. The lens was remained implanted and surgeon not concerned regarding visual acuity outcome.